Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported issue we were half way through cuts when the power to the mics stopped working. We had lined up and the border was green to have power but nothing happened. I shut down the robot, waited, switched out the mics, restarted the robot and it failed mics status. I called clinical support and they suggested to shut down again so I did and it failed again. We only had the 2 sterile mics because we used all of them the day before s we were forced to go manual for the distal and posterior chamfer cut. Two different mics didn't work and need to be replaced for cases monday please. Case type: tka. Product history review device history records indicate (B)(4) devices were manufactured under lot k0awu and (B)(4) including 4203616 were accepted into final stock on 03/06/2018. A review of qt18-03-0020 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(6) in prodex lot k0awu shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. Conclusion: failure was not duplicated. The handpiece was tested in the handpiece test (qip0243) and passed. The motor spun as expected during the test. The cable was agitated during the test and the unit remained functional.

Event description:
We were half way through cuts when the power to the mics stopped working. We had lined up and the border was green to have power but nothing happened. I shut down the robot, waited, switched out the mics, restarted the robot and it failed mics status. I called clinical support and they suggested to shut down again so I did and it failed again. We only had the 2 sterile mics because we used all of them the day before s we were forced to go manual for the distal and posterior chamfer cut. Two different mics didn't work and need to be replaced for cases monday please case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We were have way through cuts when the power to the mics stopped working. We had lined up and the border was green to have power but nothing happened. I shut down the robot, waited, switched out the mics, restarted the robot and it failed mics status. I called clinical support and they suggested to shut down again so I did and it failed again. We only had the 2 sterile mics because we used all of them the day before s we were forced to go manual for the distal and posterior chamfer cut. Two different mics didn't work and need to be replaced for cases monday please. Case type: tka. Surgical delay: 16-30 minutes.